Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, oversensing due to r-wave double counting was observed. Programming changes were made. No further issues reported.